Manufacturer narrative:
(B)(4). The check drain line alarm was that was not confirmed. It is unknown if the drain line being submerged in fluid in the drain receptacle contributed to the reported alarm. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
During troubleshooting of a check drain line alarm that appeared on the homechoice (hc) display during drain, the home patient (hp) revealed that the drain line was in the water in the jar. The technical service representative (tsr) assisted the hp to remove the line from the water and then press go again. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the nurse regarding the alarm, the nurse stated that she was aware of the problem. The nurse stated that the hp is fine and doing okay with her therapy. The nurse stated that she reviewed the therapy procedure with the hp. No further information was provided. There was no injury or medical intervention reported.